Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) lead impedance measurements above 3000 ohms. Loss of capture was noted with bipolar configuration and myopotential oversensing was experiences in bipolar sensing. In addition, a signal artifact monitor (sam) noise episode was noted. There were no pacing pauses above 1.5 seconds. The pacemaker system was reprogrammed. The pacemaker was explanted and replaced and the ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.